Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) from an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2016 the pump was alarming, the hcp saw the patient and read the logs, safe state had occurred on two separate occasions. The pump was restarted and it returned to safe state. The patient was alive with no injury at the time of the report and no patient symptoms were reported. On (B)(6) 2016 the rep returned to logs which showed a reset occurred, reset- low battery, and pump in safe state on (B)(6) 2016 at 6:44. At 11:49 on (B)(6) 2016 a safe state message occurred. The pump was replaced on (B)(6) 2016 and a part of the old catheter segment remains in the patient's body.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver baclofen (2000 mcg/ml at 12.2 mcg/day). Analysis of the pump found high resistance across the battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.